Event description:
A phone call was made to the customer to follow up on a previous call he had made for low blood glucose levels. The customer stated that the paramedics were called due to low blood glucose levels. No blood glucose reading was reported. The customer stated that he was getting a lost sensor alarm when he was experiencing low blood glucose levels, and his insulin pump did not alert him of the low blood glucose. The customer had no further information regarding the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.